Manufacturer narrative:
Describe event or problem - updated.

Event description:
Reprise iii study. It was reported that left bundle branch block occurred. A 27mm lotus edge valve was implanted. On the same day, the subject developed left bundle branch block. No action was taken in response to event it was further reported that prior to the index procedure, heparin and other anticoagulant was given and the subject was not on prior regimen of aspirin or any other antiplatelet medication at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty(bav). Post bav new left bundle branch block was noted. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of the 27mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area of 1.9 cm2, mean aortic pressure gradient of 8 mm hg, ejection fraction of 65% and mild aortic regurgitation was noted. Seven (7) days post index procedure, the subject was discharged. It was further reported that the new onset of the left bundle branch block was seen post partial resheathing of the 27mm lotus edge valve.

Event description:
(B)(6) study. It was reported that left bundle branch block occurred. A 27mm lotus edge valve was implanted. On the same day, the subject developed left bundle branch block. No action was taken in response to event

Event description:
Reprise iii study it was reported that left bundle branch block occurred. A 27mm lotus edge valve was implanted. On the same day, the subject developed left bundle branch block. No action was taken in response to event it was further reported that prior to the index procedure, heparin and other anticoagulant was given and the subject was not on prior regimen of aspirin or any other antiplatelet medication at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty(bav). Post bav new left bundle branch block was noted. . Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of the 27mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area of 1.9 cm2, mean aortic pressure gradient of 8 mm hg, ejection fraction of 65% and mild aortic regurgitation was noted. Seven (7) days post index procedure, the subject was discharged.

Manufacturer narrative:
B5, b6, updated.